Event description:
The customer called technical support (ts) and reported that the device has a machine and proximal pressure sensor failure (1007 error code) and requested onsite service. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer received a motor controller (mc) printed circuit board assembly (pcba) and replaced it, but the issue was not resolved. The 1007 error code remains on the unit indicating machine and proximal pressure sensors failed. Auto-zeroing of machine and proximal pressure transducers in power on self-test (post) failed. The customer has requested an onsite service.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The fse reported that that the customer has replaced the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable and the da pcba prior to calling in service event. The customer has agreed to the received quote for the mc pcba and the pm pcba. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The field service engineer (fse) contacted technical support, national support specialist (nss) and remote service engineer (rse) for troubleshooting solutions. As the rse recommended, the fse replaced the data acquisition (da) to motor controller (mc) printed circuit board assembly (pcba) data cable, the da pcba, mc pcba and power management (pm) pcba as per the service manual. The fse performed a full performance verification test (pvt) as per service manual. The unit successfully passed all tests as per the service manual and was returned to clinical use.